Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging with running nose. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Repair evaluation information was received on 03/26/2023 and section h11 should be reported as: the device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was not observed. There was zero error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and unit corrected. Box h was updated in this reported.

Manufacturer narrative:
Correction to the previously reported information: the manufacturer received information alleging runny nose on a rep dreamstation auto CPAP device. Medical intervention was not specified. The rep dreamstation auto CPAP was returned to the manufacturer's product investigation laboratory for investigation. The device was applied power and verified airflow. An internal and external investigation of the device was completed by the manufacturer and found dust-like unknown contamination on the air inlet and the outlet port. Dust and unknown contamination on bottom of device. Tiny unknown black, brown and white specks of contamination on the bottom the blower box. Also, a few tiny pieces of potential hair or fiber in the bottom of the blower box. Dust-like unknown contamination on the motor. There was no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. The manufacturer was not able to confirm the complaint or address the specified symptoms. Additionally, the device was scrapped. This is a remediated device and does not fall under the scope of CAPA 7211. This notification was reviewed for information received that a patient alleged runny nose after usage of the device. The allegation has been reviewed by a pms clinical expert and determined that the allegation of runny nose does not qualify as a serious injury. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.